Event description:
During a new patient implant that was being placed in the patient's back, high lead impedance was observed. No lead damage was visibly observed. The lead pin was removed and reinserted but this still resulted in high lead impedance. The generator was then checked with a test resistor and the impedance was ok, ruling out a generator issue. The leads were then replaced and the impedance was within normal limits. Internal data from the generator was received and reviewed. The suspect lead was received but product analysis is still underway. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed on the returned lead. The condition of the returned lead was noted to be due to the manipulation of the lead during the implant/explant procedure.